Event description:
It was reported that the pump was alarming error 1870 again. Per reporter, the batteries were removed/replaced, the pump was powered back on, and reviewed settings: reservoir volume 47.6ml, rate 2.2ml/hour, given 51.3ml. Per reporter, restarted infusion, screen reads run. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. History log was not provided. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.